Manufacturer narrative:
The reported event of premature discharge of battery was confirmed. The device had no telemetry, and battery at end of service (eos) level upon receipt. Device image could not be saved due to loss of telemetry. Longevity assessment was performed, and the device did not meet projected longevity indicating premature depletion. After cutting open and connecting the device to a power source, high drain current was observed from the hybrid. An anomalous integrated circuit (ic) was found to be the cause of the high current drain, consistent with the reported event.

Event description:
It was reported that the patient presented remotely. Remote transmission showed that the patient's pacemaker exhibited premature battery depletion. The pacemaker was explanted and replaced. The patient had no consequences.